Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. A clinical investigation was performed. It is important to note that the customer did not follow proper set up of the soclean 2 device. The md states that she is getting sinus infections due to improper set-up. In addition, the customer does not follow the IFU for proper handwashing maintenance. The customer wishes to continue using the soclean device at this time.

Event description:
Customer reports reoccurring sinus infections. Md seen. Customer received 2 rounds of antibiotics & prednisone.